Event description:
It was reported that the device says system failure and audible alarm post. The results of the investigation found multiple watchdog alarms. There was unknown patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue.